Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"Loosening of the components causing the patient severe pain (lack of mobility, complaints of chronic pain) in the shoulder. This prosthesis was designed to safely replace and restore function to a patient's shoulder joint. Medical record number: (B)(4)".